Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter lcd cover was slightly cloudy. The returned product performed within specification. No performance failure detected.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Got reading of 40 didn't feel that his bg was low because he had no symptoms retested about 5 minutes later and got reading of 480. Felt that reading was more accurate so he did take insulin accordingly. Controls not used. Replacing product.